Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter city and state: (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal mesh in anterior wall procedure performed on (B)(6) 2017. According to the complainant, during the procedure, on the third puncture, the patient suffered vein injury resulting in hemorrhage. Subsequently, the patient was treated by hemostasis and compression for 15 minutes during the operation. Additionally, an intrapelvic hematoma on the side of bladder lumen was noticed. Reportedly, the patient did not undergo blood transfusion and confirmed that her hemoglobin levels recovered that lead to the patient's discharged on the seventh day post op.